Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 4f introducer sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. The balloon was inflated twice at 8 atmospheres. However, upon the 3rd inflation, the balloon ruptured at 8 atmospheres. The device was completely and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.